Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the screw abutment lost ist pull out resistance.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). One abut contour 3.5x4.5 3mm cuff (zoa343s) was not returned for investigation. However, one retaining screw (mhlas) was returned. Visual evaluation of the as returned product identified signs of use and screw was identified deformed. No pre-existing conditions were noted. The device had been placed on tooth location 36 (fdi) for the duration of approximately 3 months. X-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ abutments and restorative components for trabecular metal¿, tapered screw-vent, and screw-vent implant systems IFU 9664 rev 3 - (B)(6) 2019 information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section "precautions", it is stated that improper technique could cause screw loosening. DHR review was completed for the subject lot number 63836216. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63836216) for similar event and no other complaint was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: loosening) or products. Based on the available information device malfunction and the reported event could not be verified since the abutment was not returned.